Manufacturer narrative:
Section a/g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Section d4: manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module had a stripped battery casing screw and green power led was dimmed.